Manufacturer narrative:
The certas valve (ID 828804pl) was returned for evaluation. Failure analysis - the position of the cam when the valve was received was on setting 5. The valve was visually inspected, no defect was noted. The valve was hydrated. The valve failed the test for programming and occlusion. The valve passed the test for leak and reflux. The pressure test could not be performed because the device could not be programmed. The valve was visually inspected under microscope at appropriate magnification: biological debris was found on the rotating construct and on the ruby ball. Root cause analysis - the issue reported by the customer is due to biological debris and protein build up interfering with the valve in view of the biological debris found during the investigation.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a certas valve (ID 828804pl) was implanted via ventricular peritoneal (vp) shunt. The patient has increased intracranial pressure (icp) and discomfort. The patient's valve stopped working after it was implanted, therefore, it was removed and replaced on (B)(6) 2024.